Event description:
Nasogastric feeding tube inserted by nurse. After several unsuccessful attempts to pass the tube post-pyloric, the nurse removed the tube. Nurse noted that the stylet was protruding through the wall of the tube. Pt had slight nasal bleeding that resolved quickly without any medical intervention.